Event description:
This is filed to report clip stuck in aorta, causing tissue damage and pericardial effusion, requiring aspiration and surgical intervention to remove the clip. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The steerable guide catheter (sgc) was advanced through the septum with no reported issue. To straddle the clip delivery system (cds), the physician pushed the handle of the cds forward into the left atrium. The cds was pushed too fast and became stuck in the aorta and was unable to be recovered. The patient developed a pericardial effusion that was punctured and aspirated immediately. After being stabilized, the patient was referred to the thoracic surgeons for the cds to be removed. Mr remained at grade 4. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The investigation determined the reported difficult to remove from the anatomy was due to user technique. The reported tissue injury and subsequent pericardial effusion appears to be related to the reported difficult to remove from anatomy. Tissue injury and pericardial effusion are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case specific circumstances, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The investigation determined the reported difficult to remove from the anatomy (device stuck in the preatric wall) was due to user technique. The reported tissue injury and subsequent pericardial effusion appears to be related to the reported difficult to remove from anatomy. Tissue injury and pericardial effusion are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case specific circumstances, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip stuck in the atrial wall, causing tissue damage to the atrium roof and pericardial effusion, requiring aspiration and surgical intervention to remove the clip. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The steerable guide catheter (sgc) was advanced through the septum with no reported issue. To straddle the clip delivery system (cds), the physician pushed the handle of the cds forward into the left atrium. The cds was pushed too fast and became stuck in the atrium wall and was unable to be recovered. The patient developed a pericardial effusion that was punctured and aspirated immediately. After being stabilized, the patient was referred to the thoracic surgeons for the cds to be removed. A damage to the atrium roof was noted. Mr remained at grade 4. No additional information was provided. Subsequent information received clarifying that the clip got stuck in the atrial wall causing damage to the atrium roof.